Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('hysterectomy') and tooth fracture ('teeth cracking and chipping') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required) and experienced anal incontinence ("lost control of my bowel"), sciatica ("sciatica") and tooth fracture (seriousness criterion medically significant). The patient was treated with surgery (8 of my teeth surgically removed and hysterectomy). Essure was removed. At the time of the report, the hysterectomy, anal incontinence, sciatica and tooth fracture outcome was unknown. The reporter considered anal incontinence, hysterectomy, sciatica and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: f/u 2 and 3 processed together. On 20-mar-2020: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and tooth fracture ('teeth cracking and chipping') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, paratubal cyst, pelvic pain female, menometrorrhagia, morbid obesity, cystoscopy and endometriosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anal incontinence ("lost control of my bowel"), sciatica ("sciatica"), tooth fracture (seriousness criterion medically significant), diarrhoea ("uncontrollable diarrhea"), inflammation ("severe chronic inflammation creating intense pressure to pinch my spinal cord and affect my l5 nerve root") and neuralgia ("severe chronic inflammation creating intense pressure to pinch my spinal cord and affect my l5 nerve root") and was found to have weight increased ("weight gain") and melanocytic naevus ("weired looking moles"). The patient was treated with surgery (8 of my teeth surgically removed and total laparoscopic hysterectomy, bilateral salpingectomy,da vinci platform). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, anal incontinence, sciatica, tooth fracture, diarrhoea, inflammation, neuralgia, weight increased and melanocytic naevus outcome was unknown. The reporter considered anal incontinence, diarrhoea, inflammation, melanocytic naevus, neuralgia, pelvic pain, sciatica, tooth fracture and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2020: mr received: event: 'medical device removal' was updated to 'chronic pelvic pain'. Medical history, removal date, patient's date of birth, reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and tooth fracture ('teeth cracking and chipping') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced anal incontinence ("lost control of my bowel"), sciatica ("sciatica"), tooth fracture (seriousness criterion medically significant), diarrhoea ("uncontrollable diarrhea"), inflammation ("severe chronic inflammation creating intense pressure to pinch my spinal cord and affect my l5 nerve root") and neuralgia ("severe chronic inflammation creating intense pressure to pinch my spinal cord and affect my l5 nerve root"). The patient was treated with surgery (8 of my teeth surgically removed and hysterectomy). Essure was removed. At the time of the report, the medical device removal, anal incontinence, sciatica, tooth fracture, diarrhoea, inflammation and neuralgia outcome was unknown. The reporter considered anal incontinence, diarrhoea, inflammation, medical device removal, neuralgia, sciatica and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up 3 and follow up 4 process together. Social media content received: reporter added.events: diarrhea and severe chronic inflammation creating intense pressure to pinch my spinal cord and affect my l5 nerve root was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and tooth fracture ('teeth cracking and chipping') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced anal incontinence ("lost control of my bowel"), sciatica ("sciatica"), tooth fracture (seriousness criterion medically significant), diarrhoea ("uncontrollable diarrhea"), inflammation ("severe chronic inflammation creating intense pressure to pinch my spinal cord and affect my l5 nerve root") and neuralgia ("severe chronic inflammation creating intense pressure to pinch my spinal cord and affect my l5 nerve root") and was found to have weight increased ("weight gain") and melanocytic naevus ("weired looking moles"). The patient was treated with surgery (8 of my teeth surgically removed and hysterectomy). Essure was removed. At the time of the report, the medical device removal, anal incontinence, sciatica, tooth fracture, diarrhoea, inflammation, neuralgia, weight increased and melanocytic naevus outcome was unknown. The reporter considered anal incontinence, diarrhoea, inflammation, medical device removal, melanocytic naevus, neuralgia, sciatica, tooth fracture and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Event ¿weight gain¿ was added. Reporter was added. On 23-mar-2020: new reporter and event weird looking moles were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of injury ('injury herself') in a female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced injury (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the injury outcome was unknown. The reporter considered injury to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: with quality safety evaluation of ptc it was also detected that this record is a duplicate to record # (B)(4) (social media post, medwatch 3500a MFR number 2951250-2019-10882) from which all information was transferred to this case ((B)(4)), then duplicate record # (B)(4) will be deleted. New: essure removal was reported no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.